Manufacturer narrative:
This complaint is still under investigation.

Event description:
Update (B)(4) 2013: pt weight/height; doi; insert and patella revised; femoral and tibial tray remained.

Event description:
Revision due to wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned insert confirms the reported implant wear. The insert has been worn through distal medial/lateral. The patella, tibial tray, and femoral component were not returned for examination. It is known the product code 148830000 was discontinued in may 2006. The root cause is attributed to wear out after 20 years of implantation. A lot specific search of the complaints databases and/or review of device history records was not possible as the necessary product and lot code combination was not provided. It is known the 148830000 product code has been discontinued/obsoleted may 2006. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.